Event description:
According to the initial reporter, the vertier table in the corridor had no connection from the control panel or the hand held remote. The customer stated the problems was discovered during the prepping of the room. There was no report of pt, and there were no reports of adverse consequences as a result thereof.

Manufacturer narrative:
There was no reported pt involvement. Therefore, this info is not applicable. There is no established exp date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. Eval summary: if or panel or control panel does not work then during emergencies there is no safety device available to articulate the table. As a result, this table was repair to meet spec. This is not a single use device.